Manufacturer narrative:
"Additional treatment reported as "explant reposition." Should be added to the initial MDR. H6- device code (B)(6)- secondary surgical intervention; repositioning should be added to the initial MDR. H6- device code (B)(6)- patient device incompatibility should be added to the initial MDR. Claim# 714671.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -09.00 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was patient related factor.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).